Manufacturer narrative:
Breakout box lot #: 603001049. A medtronic representative visited the site to evaluate the equipment. The breakout box was replaced. Codes b01, c07 and d02 are applicable. The returned breakout box was analyzed. It was determined that the cable going into the housing was loose, as the nut inside the housing had completely backed off of the threads. Unable to access the nut in order to re-tighten it, as one of the screws needing to be removed in order to do so was stripped. Codes b01, c07 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: unknown, ubd: unk, UDI#: unk.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the account was getting ready to do a em procedure. The site noticed that where the cable connects to the break out box, it was loose and pulling out. The break out box would not recognize instruments. This was discovered during setup and no patient was present.